Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse found a pinhole in the tubing that goes through a pinch valve in the main diluter module. The tubing was replaced and the affected area was cleaned per laboratory protocol. Repairs per established procedures were verified. Root cause for the leak is associated with the pinhole in the tubing. As per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards, such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer reported to beckman coulter, inc. (Bec) a fluid clenz leak that was seen dripping during startup under the coulter lh 500 hematology analyzer. After the incident, the unit was powered off. The operator was wearing personal protective equipment (ppe) consisting of lab coat and gloves at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment as a result of this incident.